Event description:
Device was inserted using the recommended float in technique. Within a short period of time as the catheter was being advanced the patient developed. "Flushing of face and chest, throat felt scratchy, right part of bottom lip swollen and 2 irregular raised welts noted on lower back and another on breast." The patient did not express overt anxiety. The symptoms were, "worsening" so the device was removed and 25 mg benadryl given by mouth. The patient recovered shortly, all symptoms resolved. No delay in treatment occurred and another peripheral line was placed.